Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reported that the reservoir had air bubbles. The customer blood glucose was 350 mg/dl. The customer reported that they had air bubbles in the reservoir and approximate size of the air bubbles in it was bigger than the champagne. The customer was advised to change the set. The reservoir will not be returned for analysis.